Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy with the liberty select cycler and liberty cycler set and the patient event of peritonitis with subsequent hospitalization. However, there is no documentation to show a causal relationship between the liberty select cycler and liberty cycler set and the adverse event. Additionally, there is no allegation of a device malfunction or leak with the liberty cycler set reported for this event. Based on the available information a cause of the peritonitis cannot be determined, but it is unlikely that the liberty select cycler or cycler set was the cause. All dialysis treatments include a certain risk of infection because of the decreased immune defenses of patients in established renal failure (erf) and because dialysis techniques increase the potential of microbial contamination. Peritoneal dialysis (pd), and in particular continuous ambulatory pd (capd), is associated with a high risk of infection of the peritoneum, subcutaneous tunnel and catheter exit site. Exit site infection (esi) and tunnel infection (ti) per se pose little risks but the possibility of developing pd peritonitis demands careful attendance to these problems. It is estimated that 12% of cases of esi and ti result in pd peritonitis. As many as 15%-50% of erf patients are on pd, but recurrent or prolonged peritonitis may cause technique failure in pd. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support and during the call stated that there was blood in their catheter. The patient wanted to know if they could still connect to the cycler with the issue being present. Technical support advised the patient to contact their peritoneal dialysis registered nurse (pdrn) and if unable to reach the pdrn, to go to a hospital. Upon follow up, the patient¿s pdrn stated that the patient was hospitalized on (B)(6) 2019 for a diagnosis of peritonitis (unknown signs/symptoms). The cause of the peritonitis and the organism had not been determined. No hospital records were available and further information was not provided. Additional details surrounding the patient¿s hospital course and condition were requested, however, to date have not been provided.